Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 normoflo irrigation fast flow systems - h-1100 series complaint of audible leak from connector in the back of chamberes and regulator not responding, not dropping from 500mmhg was confirmed. The two pressure chambers were tested when turning on toggle switch the leak was confirmed and valve out of calibration. Chamber two was result of faulty top regulator. Action was taken to recalibrated hi ? 2 pressure chambers relief valve and replaced regulator. Repair summary: received device in good condition with hi-2 pressure chamber serial number (B)(6). Device was manufactured in 2016. 1.installed hi-2 pressure chambers onto pressure check test fixture e4366 due apr 2021. Turn on toggle switch and audible leak inside pressure chamber. Visual inspection and found that relief valve out of calibration. 2.powered on rolling base, turn top regulator clockwise, no air responding, and needle gauge did not reach up 500mmhg. Removed top regulator cover for further investigation. Installed known good test regulator, which air responding to pressure gauge 500mmhg, faulty top regulator. This confirmed customer reported reason. Recalibrated hi-2 pressure chambers relief valve and replaced top regulator. Installed tempcheck test fixture e5993 due nov 2020. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that smiths medical fluid warmer had an audible leak alarm from connectors in the back of chambers and regulator is not responding. No adverse patient effects were reported.